Event description:
This is report 1 of 3, for the cassette in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the peritonitis. However, the treatment was not reported. At the time of this report the patient was still in the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12j14023 and h12k16042. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).